Event description:
According to the facility, every patient they have used this on has experienced leakage and the catheter balloon has not been staying inflated.

Manufacturer narrative:
According to the facility, every patient they have used this on has experienced leakage and the catheter balloon has not been staying inflated. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.